Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alarms on the ilet while using steel contact detach infusion sets with 23-inch tubing, leading to hyperglycemia up to 300 mg/dl and a switch to multiple daily injections after changing all supplies and attempting site changes and tubing tests. Symptoms included hyperglycemia. Outcomes included a delay to therapy without medical intervention or hospitalization. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem, consistent with an occlusion alert pattern. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.